Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: persona femur cemented posterior stabilized (ps) catalog # 42500607001 lot # 62776740. Articular surface fixed bearing posterior stabilized (ps) left 10 mm height catalog # 42512401010 lot # 62658207. All poly patella cemented 38 mm diameter catalog # 42540000038 lot # 62813697. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2018-00051.

Event description:
It was reported that the patient underwent a total knee arthroplasty. Subsequently, the patient was experiencing pain since implantation and loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, but the reported event could not be confirmed with the information provided. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per the package insert, pain and loosening are some of the known adverse effects of total knee arthroplasty. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.